Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate would not flow. The device had been filled with 1250mg vancomycin in 0.9% sodium chloride solution to a total fill volume of 125ml. The caregiver attempted to prime the line and waited five minutes; however, no medication infused. There was no patient injury or medical intervention associated with this event. No additional information is available.